Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy- birth - complication') in an adult female patient who had essure (batch no. 836496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anxiety, anemia, depression, sleep apnea, snoring, obesity, gestational diabetes mellitus, hypertension, dermatophytosis of nail, hirsutism, gastric bypass, abdominoplasty, augmentation mammoplasty and ama positive. Previously administered products included for an unreported indication: zoloft, acetamin, diazepam, oxycodone, percocet, (B)(6) 28, sertraline hcl, motrin, calcium, terbinafine hcl, loratadine, mirena, ibuprofen and valium. Concurrent conditions included abdominal cramps and pelvic pain. Concomitant products included doxycycline, ketorolac, ketorolac tromethamine (toradol) and trometamol (tromethamine). In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), muscle spasms ("pain and cramping"), pain ("pain and cramping"), menstruation irregular ("unusual periods") and haemorrhage ("unusual bleeding") and was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the pregnancy with contraceptive device, menorrhagia, dyspareunia, dysmenorrhoea, pelvic pain, abdominal pain, back pain, fatigue, nausea, migraine, headache, uterine leiomyoma, muscle spasms, pain, menstruation irregular and haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, haemorrhage, headache, menorrhagia, menstruation irregular, migraine, muscle spasms, nausea, pain, pelvic pain, pregnancy with contraceptive device and uterine leiomyoma to be related to essure. The reporter commented: plaintiff claimed pregnancy-birth-complication but not specified insertion date - (B)(6) 2011(captured from case no.2019-042736-(deletion)) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: hsg confirms proper placement and tubal occlusion. Pregnancy test - on (B)(6) 2011: negative. Lot number: 836496 manufacturing date: 2011-03 expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events pain/cramping, unusual periods and unusual bleeding were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy- birth - complication') in an adult female patient who had essure (batch no. 836496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anxiety, anemia, depression, sleep apnea, snoring, obesity, gestational diabetes mellitus, hypertension, dermatophytosis of nail, hirsutism, gastric bypass, abdominoplasty, augmentation mammoplasty and ama positive. Previously administered products included for an unreported indication: zoloft, acetamin, diazepam, oxycodone, percocet, yasmin 28, sertraline hcl, motrin, calcium, terbinafine hcl, loratadine, mirena, ibuprofen and valium. Concurrent conditions included abdominal cramps and pelvic pain. Concomitant products included doxycycline, ketorolac, ketorolac tromethamine (toradol) and trometamol (tromethamine). In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines") and headache ("headaches") and was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the pregnancy with contraceptive device, menorrhagia, dyspareunia, dysmenorrhoea, pelvic pain, abdominal pain, back pain, fatigue, nausea, migraine, headache and uterine leiomyoma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device and uterine leiomyoma to be related to essure. The reporter commented: plaintiff claimed pregnancy-birth-complication but not specified insertion date -(B)(6) 2011(captured from case no.(B)(4)deletion)) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: hsg confirms proper placement and tubal occlusion. Pregnancy test - on (B)(6) 2011: negative. Lot number: 836496 manufacturing date: 2011-03 expiration date: 2014-03 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy- birth - complication') in an adult female patient who had essure (batch no. 836496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anxiety, anemia, depression, sleep apnea, snoring, obesity, gestational diabetes mellitus, hypertension, dermatophytosis of nail, hirsutism, gastric bypass, abdominoplasty, augmentation mammoplasty and ama positive. Previously administered products included for an unreported indication: zoloft, acetamin, diazepam, oxycodone, percocet, yasmin 28, sertraline hcl, motrin, calcium, terbinafine hcl, loratadine, mirena, ibuprofen and valium. Concurrent conditions included abdominal cramps and pelvic pain. Concomitant products included doxycycline, ketorolac, ketorolac tromethamine (toradol) and trometamol (tromethamine). In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines") and headache ("headaches") and was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the pregnancy with contraceptive device, menorrhagia, dyspareunia, dysmenorrhoea, pelvic pain, abdominal pain, back pain, fatigue, nausea, migraine, headache and uterine leiomyoma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device and uterine leiomyoma to be related to essure. The reporter commented: plaintiff claimed pregnancy-birth-complication but not specified insertion date (B)(6) 2011(captured from case no. (B)(4) - (deletion)). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: hsg confirms proper placement and tubal occlusion. Pregnancy test - on (B)(6) 2011: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: all relevant information captured from deletion case no.(B)(4). Such as historical drug, concomitant drug, historical condition, concomitant condition were added. Local event number, e2b company number, ptc global number transferred from retention case no. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pregnancy with contraceptive device ("pregnancy- birth - complication") in an adult female patient who had essure inserted (lot no. 836496) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of heavy periods in 2021 and parity 1, gravida ii, diverticulitis, constipation, vaginal discomfort, back pain, sinus congestion, panic disorder, alcohol abuse, hyperlipidemia, augmentation mammoplasty, vitamin d deficiency, cough, capsular contracture associated with breast implant, prediabetes, intrauterine device removal, ama positive, augmentation mammoplasty, abdominoplasty, gastric bypass, hirsutism, dermatophytosis of nail, hypertension, gestational diabetes mellitus, obesity, snoring, sleep apnea, depression, anemia and anxiety. Previously administered products included: zoloft, acetamin, diazepam, oxycodone, percocet [oxycodone hydrochloride;paracetamol], yasmin 28, valium, motrin [ibuprofen], calcium, terbinafine hcl, loratadine, mirena, ibuprofen and sertraline hcl. Concurrent conditions were listed as pelvic pain and abdominal cramps. Concomitant products included tromethamine (trometamol), ketorolac, doxycycline and toradol (ketorolac tromethamine). In (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pregnancy with contraceptive device (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), muscle spasms ("pain and cramping"), pain ("pain and cramping"), menstruation irregular ("unusual periods") and haemorrhage ("unusual bleeding") and was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The delivery occurred on an unknown date. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, haemorrhage, headache, heavy menstrual bleeding, menstruation irregular, migraine, muscle spasms, nausea, pain, pelvic pain, pregnancy with contraceptive device and uterine leiomyoma to be related to essure administration. The reporter commented: plaintiff claimed pregnancy-birth-complication but not specified insertion date (B)(6) 2011 , (B)(6) 2011 (per mr)(captured from case no.(B)(4). Deletion) discrepancy noted : hysterosalpingogram date is (B)(6) 2012 (per mr) 2coils remained outside the right ostia.3coils remained outside the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: result: hsg confirms proper placement and tubal occlusion. [Pathology test] on (B)(6) 2022: final pathologic diagnosis bilateral fallopian tubes, salpingectomy. Completely transected 2 benign fallopian tubes with paratubal cysts clinical history. Status post essure coil placement; desires removal of coils; heavy painful menses gross description: attached to the smallest 1 is a 17.2 x 0.1 cm metal coil foreign body. There is a 2nd coiled wire within the container measuring 12.3 x 0.1 cm. Specimen(s) received: fallopian tube, salpingectomy - bilateral fallopian tubes [pregnancy test] on (B)(6) 2011: negative [ultrasound pelvis] on (B)(6) 2011: reason for order: no iud strings visualized, mirena iud placed in 2007. Pelvic pain. Findings: the uterus is normal in size, contour and echotexture measuring 9.4 x 4.0 x 5.3 cm . The central endometria l stripe is 1.4-cm in thickness and contains a n iud. No myometrial masses are visualized. The ovaries are normal bilaterally. The right ovary measures 3.8 x 2.5 x 1.8 cm. The left ovary measures 2.8 x 2.3 x 2.2 cm. No adnexal masses or fluid collections are visualized. Impression: normal pelvic ultrasound with intrauterine device within the endometrial canal lot number: 836496; manufacturing date: 2011-03; expiration date: 2014-03. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: reporter and patient information,medical history,lab data,drug removal date,non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.